Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis found a gap in right ventricular (rv) lead defibrillation coil, but no fractured was observed. The analyst commented there is no specification for gap between coil in drawing lead model 6935m. The analyst performed all standard tests required and all test results were passed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the procedure, there was right ventricular (rv) coil separation near the lead tip. The rv lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.